Manufacturer narrative:
(B)(4). Batch # r5at4l. The analysis found that one ec45a device was returned with no apparent damage and with an ecr45g partially fired 1/10 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during the malignant neoplasm of rectum surgery, could not fire and malformed staples "farther after fired when one third severing." Suture was used to complete surgery. There was no patient consequence reported. No additional information can be provided.